Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump battery indicator is not showing that the battery is empty, but the pump will turn off. There is no additional information available at this time. This report is being made based on the alleged malfunction.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box did not reveal excessive battery wear, abnormal current draw, or a drop in battery voltage. There were no battery warnings or alarms recorded in the black box. The battery cap was not returned with the pump for investigation. A test cap was used for testing and was able to be properly secured to the pump. Evaluation found that pump powers up properly and the power circuit does not draw excessive current. The pump was found to re-boot during investigation due to corrosion causing poor battery connection. The pump emitted the appropriate warnings for low battery and replace battery when prompted during investigation. The pump was exercised for 24 hours with no battery warnings or alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.